Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018, non-physiological signals with a period of 125 ms were observed on the atrial channel of several recorded episodes. The physician received a field safety notice from boston scientific relative to the oversensing of the mv (minute ventilation) sensor. He noticed similarities between the recorded signals for the subject pacemaker and the signals recorded on a pacemaker from boston scientific and believed that the recorded non-physiological signals on the atrial channel are due to oversensing due to the mv sensor. The mv sensor was reprogrammed off during the follow-up. Patient management recommendations are requested. Preliminary analysis results confirmed the reported behavior. The non-physiological signals observed on the atrial channel most probably resulted from an atrial lead issue and/or lead-pacemaker connection issue at atrial level. Preliminary analysis also revealed intermittent loss of ventricular capture, which could be due to a ventricular lead issue and/or lead-pacemaker connection issue at ventricular level.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018, non-physiological signals with a period of 125 ms were observed on the atrial channel of several recorded episodes. The physician received a field safety notice from boston scientific relative to the oversensing of the mv (minute ventilation) sensor. He noticed similarities between the recorded signals for the subject pacemaker and the signals recorded on a pacemaker from boston scientific and believed that the recorded non-physiological signals on the atrial channel are due to oversensing due to the mv sensor. The mv sensor was reprogrammed off during the follow-up. Patient management recommendations are requested. Preliminary analysis results confirmed the reported behavior. The non-physiological signals observed on the atrial channel most probably resulted from an atrial lead issue and/or lead-pacemaker connection issue at atrial level. Preliminary analysis also revealed intermittent loss of ventricular capture, which could be due to a ventricular lead issue and/or lead-pacemaker connection issue at ventricular level.